Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability, impairment and corrective surgery. Associated MDR: 1018233-2013-01280.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include but are not limited to postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced stress urinary incontinence, intrinsic sphincter deficiency, pain, infection, unspecified urinary problems, recurrence, dyspareuna (pain during intercourse), vaginal scarring, and required additional non-surgical and surgical intervention.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced postoperative vaginal discharge, atrophic vaginitis, leaking with penetration, detrusor instability, surgical procedure including implantation of a bard align to trans-obturator urethral support system, with noted evidence of separation of incision in suburethral area and cystourethroscopy with some trabeculations noted. Following the second bard implant, she suffered from low back pain, muscle spasms in legs, drug screen positive for opiates, pcp and marijuana; urinary tract infections, herniated lumbar disk, delayed gastric emptying, dysphagia/regurgitation suspected related to idiopathic gastroparesis, supraumbilical ventral abdominal wall hernia, diffuse nonspecific abdominal pain, attempted self-disimpaction, unable to void, nausea, constipation, panic attacks, nearly attempting to cut her wrists, hearing voices, irritable mood with hallucinations, mood cycling, inpatient psychiatric treatment, dysuria, urgency, frequency, worsening diffuse muscle and joint pains, chills at night, myalgias and arthralgias, recurrent yeast infections under breasts, mild degenerative changes in the hips, continued smoking against medical advice, nocturia, difficulty urinating, urinary retention, atrophic vaginitis, detrusor overactivity, incomplete bladder emptying, urethral polyp, moderate trabeculation, leg pain suburethral mesh very tender on palpation, groin pain and excision of the vaginal portion of tot, although patient desired removal of all mesh.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced unspecified mesh problems, pain and ambulation difficulties.